Manufacturer narrative:
H6. Investigation summary: customer returned several images of the 32gx4mm nano pen needle from lot 2012557. No physical sample was returned; therefore, the investigation was performed based on the photos provided. The consumer reported clogged needles. The images were observed, photos #1 and #2 are pictures of the back of a box revealing the lot number and photo #3 shows three soda bottles full of used pen needles. Based on the photos alone, there¿s no sufficient evidence to confirm glucose level. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 5 bd ultra-fine¿ nano pen needle with pentapoint¿ comfort easyflow¿ technology was clogged during use. The following information was provided by the initial reporter, translated from portuguese: "clogged needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 1195490. Medical device expiration date: 31-jul-2026. Device manufacture date: 14-jul-2021. Medical device lot #: 1173062. Medical device expiration date: 30-jun-2026. Device manufacture date: 22-jun-2021. Medical device lot #: 1110188. Medical device expiration date: 30-apr-2026. Device manufacture date: 20-apr-2021. Medical device lot #: 2005371. Medical device expiration date: 31-jan-2027. Device manufacture date: 05-jan-2022. Medical device lot #: 2012557. Medical device expiration date: 31-jan-2027. Device manufacture date: 12-jan-2022.

Event description:
It was reported that 5 bd ultra-fine¿ nano pen needle with pentapoint¿ comfort easyflow¿ technology was clogged during use. The following information was provided by the initial reporter, translated from portuguese: "clogged needles".